Manufacturer narrative:
The reported event of a failure to extend the helix was confirmed by analysis. The reported events of low pacing impedance, inadequate capture, and r-wave amplitude variation were not confirmed by analysis. As received, a complete lead was returned for analysis. Final analysis found the lead with the helix retracted and clogged with blood and the inner coil was over-torqued at the connector region, indicating procedural damage. The cause of the reported event was identified as blood/tissue clogging the helix region and over-torquing of the inner coil.

Event description:
It was reported that the patient presented at clinic due to chest discomfort and dyspnea. Upon examination, it was discovered that the right ventricular (rv) lead exhibited low pacing impedance, a high capture threshold, and r-wave amplitude variation. Further investigation revealed that the rv lead had dislodged and attempts to reposition it were unsuccessful due to a failure to extend the helix. The rv lead was explanted and successfully replaced. The patient was stable.